Manufacturer narrative:
Batch review performed on 09 march 2018: lot 168957: (B)(4) items manufactured and released on 26 april 2017; expiration date: 2022-03-28. No anomalies found related to the issue. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The patient fractured her femur. The cause of the fracture is unknown. Trauma was not reported. The surgeon revised the implants. The surgery was completed successfully.